Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a persistent ¿restart ilet 76¿ alert on the ilet device and performed multiple restarts, with the device battery at 76% and blood glucose at 128 mg/dl without impact. Symptoms included no reported adverse clinical effects. Outcomes included no change in glycemic status and no medical intervention or hospitalization. Investigation included technical troubleshooting and education, and a replacement device was provided with the original device pending return. Investigation of this device revealed a suspected device power or system restart malfunction consistent with a 76 power-related alert, with no effect on blood glucose control. It was determined that specific components could be reflow soldered with the help of heat, however this proved to be ineffective as well. At the time of this report, the cause could not be identified, but it has been determined that this problem is related to the mainboard, and it will be replaced by the refurbishment department.